Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") and suicidal ideation ("suicidal thoughts") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), headache ("headache"), cystitis ("infections/bladder problems"), urinary tract disorder ("urinary problems or changes "), bladder disorder ("bladder problems or changes"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and muscle spasms ("leg cramp"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, suicidal ideation, cystitis, migraine, abdominal pain lower, back pain and muscle spasms was resolving and the genital haemorrhage, alopecia, depression, anxiety, headache, urinary tract disorder, bladder disorder, nausea, vaginal discharge, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, fatigue, genital haemorrhage, headache, migraine, muscle spasms, nausea, pelvic pain, suicidal ideation, urinary tract disorder, vaginal discharge and weight decreased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2017, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Current weight 138 lbs. Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs and medical record received. Reporter information, patient details, other relevant history, lab data, essure indication added and removal date updated. New events: infections/bladder problems, suicidal thoughts, bladder problems or changes, urinary problems or changes, migraines, nausea, vaginal discharge, fatigue, weight loss, lower abdominal pain, lower back pain and leg cramp were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)/heavy bleeding") and suicidal ideation ("psychological or psychiatric problems- condition: suicidal thoughts") in an adult female patient who had essure (batch no. 20227513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section (on (B)(6) 2009). Current weight 138 lbs. Essure confirmation test(s) : findings: the preliminary film demonstrates micro-insert devices in the bilateral pelvis. A normal intrauterine cavity is demonstrated. There is no evidence for septation or filling defect. The bilateral fallopian tubes are not demonstrated. Contrast is not seen within the pelvic peritoneum. Micro-insert devices are in satisfactory position a the origin of the bilateral fallopian tubes. Concurrent conditions included body mass index normal, chronic bronchitis and sleep apnea. Concomitant products included ethinylestradiol; norethisterone acetate (microgestin) for heavy periods as well as azithromycin (zithromax z-pack), ibuprofen (motrin), naproxen, paracetamol (tylenol) and progesterone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and pain in extremity ("leg pain"). In (B)(6) 2012, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("psychological or psychiatric problems - condition: depression"), headache ("headaches migranes"), cystitis ("infections/bladder problems"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), pollakiuria ("bladder or urinary problems or changes -frequency"), dysuria ("bladder or urinary problems or changes pain") and discharge ("bladder or urinary problems or changes discharge"). In (B)(6) 2013, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), anxiety ("anxiety"), muscle spasms ("leg cramp") and affect lability ("emotional instability"). The patient was treated with surgery (bilateral salpingectomy lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, suicidal ideation, cystitis, migraine, abdominal pain lower, back pain and muscle spasms was resolving and the genital haemorrhage, alopecia, depression, anxiety, headache, nausea, vaginal discharge, fatigue, weight decreased, urinary tract infection, dysmenorrhoea, vaginal haemorrhage, menorrhagia, pain in extremity, pollakiuria, dysuria, discharge and affect lability outcome was unknown. The reporter considered abdominal pain lower, affect lability, alopecia, anxiety, back pain, cystitis, depression, discharge, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, pollakiuria, suicidal ideation, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in date(s) of removal: (B)(6) 2017, (B)(6) 2017 & dates of insertion: (B)(6) 2010 & (B)(6) 2010. Trailing. Coils left 3, right 1. Patient does not claims that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2010: the preliminary film demonstrates micro· insert devices in the bilateral pelves. A normal intrauterine cavity is demonstrated. The e is no evidence for septation or filling defect. The bilateral fallopian tubes are not demonstrated contrast is not seen within the pelvic peritoneum. Micro-insert devices are in satisfactory position a the origin of the bilateral fallopian tubes. Pregnancy test - on (B)(6) 2010: negative. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs and mr received: lot no added. Reporter information, lab data, medical history, lab data, concomitant drugs. New events: leg pain, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: utis, dysmenorrhea (cramping), urinary frequency, pain during urination, urinary discharge, emotion instability were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)/heavy bleeding") and suicidal ideation ("psychological or psychiatric problems- condition: suicidal thoughts") in an adult female patient who had essure (batch no. 20227513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section (on (B)(6) 2009). Current weight 138 lbs. Essure confirmation test(s) : findings: the preliminary film demonstrates micro-insert devices in the bilateral pelvis. A normal intrauterine cavity is demonstrated. There is no evidence for septation or filling defect. The bilateral fallopian tubes are not demonstrated.contrast is not seen within the pelvic peritoneum. Micro-insert devices are in satisfactory position a the origin of the bilateral fallopian tubes. Concurrent conditions included body mass index normal, chronic bronchitis and sleep apnea. Concomitant products included ethinylestradiol; norethisterone acetate (microgestin) for heavy periods as well as azithromycin (zithromax z-pack), ibuprofen (motrin), naproxen, paracetamol (tylenol) and progesterone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and pain in extremity ("leg pain"). In (B)(6) 2012, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("psychological or psychiatric problems - condition: depression"), headache ("headaches migraines"), cystitis ("infections/bladder problems"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), pollakiuria ("bladder or urinary problems or changes -frequency"), dysuria ("bladder or urinary problems or changes pain") and discharge ("bladder or urinary problems or changes discharge"). In (B)(6) 2013, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), anxiety ("anxiety"), muscle spasms ("leg cramp") and affect lability ("emotional instability"). The patient was treated with surgery (bilateral salpingectomy lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, suicidal ideation, cystitis, migraine, abdominal pain lower, back pain and muscle spasms was resolving and the genital haemorrhage, alopecia, depression, anxiety, headache, nausea, vaginal discharge, fatigue, weight decreased, urinary tract infection, dysmenorrhoea, vaginal haemorrhage, menorrhagia, pain in extremity, pollakiuria, dysuria, discharge and affect lability outcome was unknown. The reporter considered abdominal pain lower, affect lability, alopecia, anxiety, back pain, cystitis, depression, discharge, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, pollakiuria, suicidal ideation, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in date(s) of removal: (B)(6) 2017, (B)(6) 2017 & dates of insertion: (B)(6) 2010 & (B)(6) 2010. Trailing. Coils left 3, right 1. Patient does not claims that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2010: the preliminary film demonstrates micro· insert devices in the bilateral pelves. A normal intrauterine cavity is demonstrated. The e is no evidence for septation or filling defect. The bilateral fallopian tubes are not demonstrated contrast is not seen within the pelvic peritoneum. Micro-insert devices are in satisfactory position a the origin of the bilateral fallopian tubes. Pregnancy test - on (B)(6) 2010: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety") and headache ("headache"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, depression, anxiety and headache outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, headache and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.